Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed as surgical impact opening, (shell thickness within specification). Pain-breast: unable to observe since it is not related to the device. Additional observations: stress marks observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side implant "completely broken and had caused me pain and a deformed breast for the last few years". Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side implant "completely broken and had caused me pain and a deformed breast for the last few years". Device was explanted and replaced with a non-allergan device.

Event description:
Patient reported 'I only had the opportunity to replace the implants, which were completely broken and had caused me pain and a deformed breast for the last few years". Device was explanted and replaced. Record is for the right side.